Event description:
It was reported that 12 clips were loaded and ligated properly. However, the 13th clip got stuck in the applier and did not come out to be loaded. Therefore, the device was replaced the with a new one to complete the gynecological operation.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, a soft ratchet sound was heard. The first clip fell from the jaws. Another attempt was made and the indicator clip fired indicating that no clips were remaining. The sample was disassembled to inspect the internal components. One of the ratchet ears broke during decontamination. Some buildup of biological material was observed in the jaws. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. It is possible that the excess amount of biological material present in the device prevented the clips from loading properly, but this could not be confirmed. It could not be determined what prevented the clip from loading properly. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue. The reported complaint of "jamming - clip stuck in jaw area" was confirmed based upon the sample received. One device was returned. The device was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Upon functional inspection, the first clip was unable to properly load. It is possible that the excess amount of biological material present in the device prevented the clips from loading properly, but this could not be confirmed, since there were no other clips for testing. The autoendo appliers are 100% inspected for proper clip loading and closure at the time of manufacturing, it is unlikely that this issue was present at the time of release. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. It could not be determined what prevented the clip from loading properly. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1900183 investigation did not show issues related to complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 12 clips were loaded and ligated properly. However, the 13th clip got stuck in the applier and did not come out to be loaded. Therefore, the device was replaced the with a new one to complete the gynecological operation.